Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted with stable angina pectoris in 2007. The pt had a 25mm lesion and a 15mm lesion in the distal circumflex with a vessel diameter of 3mm. The lesions were type b2 and de novo with 90% stenosis. The first lesion was pre-dilated and a 3.0 x 28mm cypher select plus stent was implanted electively. Then a 3.0 x 13mm cypher select plus stent was implanted to treat a type b dissection. The diameter of stenosis post procedure was 10%. Both stents were implanted at 12atm and overlapping. The second lesion was treated with a 3.0 x 18mm cypher select plus stent that was implanted at 12atm electively. The diameter of stenosis post procedure was 10%. It was noted that thirteen days post index procedure, the patient returned for a staged procedure of the mid right coronary artery. The patient's medications include the following: anticoagulants (pre and procedure), ace inhibitors (pre procedure), aspirin (intra and post procedure), clopidogrel (intra and post procedure) and heparin (intra and post procedure).